Event description:
On (B)(6) 2009, the pt's husband reported that the pt's infusion set luer lock does not connect to the insulin cartridge on the third day of use. He stated, this results in insulin leaking at the luer lock site. He said there is no visible split in the luer lock. The husband stated the pt changes her insulin cartridge once per day. On the third cartridge change using the same tubing, he said the luer lock turns without locking into place and insulin leaks at the connection point. No blood glucose concerns related to the issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.